Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction, thrombosis, and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was undergoing an elective percutaneous coronary intervention of the mid-left anterior descending artery on (B)(6) 2017; however, coronary angiography showed thrombosis and focal collapse with substantial loss of the lumen dimensions of a 3.0x15 mm non-abbott magnesium bioresorbable scaffold which had been implanted 8 days prior in the right coronary artery. Optical coherence tomography (oct) confirmed scaffold dismantling. The patient had been placed on dual anti-platelet therapy consisting of aspirin and prasugrel post implantation of the non-abbott scaffold. A 2.5x15 trek was used for pre-dilatation and a 3.5 x 23 mm xience alpine stent was deployed for treatment with excellent angiographic and oct result. Patient's dapt was continued. No post-dilatation was performed. On (B)(6) 2017 the patient presented with non st-segment elevation acute coronary syndrome and coronary angiography showed late in-stent/in-scaffold thrombosis with preserved timi flow. Oct at the overlapped segment showed intraluminal thrombus, uncovered struts, and heterogeneous neointimal tissue. Intracoronary abciximab was given. Thrombus-aspiration and dilatation with a 4.0 x 15-mm non-compliant balloon were performed with a good result. The patient was confirmed to have been compliant with their dapt. Six weeks later, in-stent/in-scaffold restenosis was identified. The patient underwent surgical revascularization on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The following information was obtained through review of an article titled, 'early collapse of a magnesium bioresorbable scaffold' it was reported that the patient was undergoing an elective percutaneous coronary intervention of the mid left anterior descending artery; however, coronary angiography showed focal collapse with substantial loss of the lumen dimensions of a 3.0x15 mm non-abbott scaffold which had been implanted 8 days prior in the right coronary artery. Optical coherence tomography (oct) confirmed scaffold dismantling. The patient had been placed on aspirin and prasugrel post implantation of the non-abbott scaffold. A 3.5 x 23 mm unspecified xience stent was deployed for treatment with excellent angiographic and oct result. One month later, the patient presented with non st-segment elevation acute coronary syndrome and coronary angiography showed late in-stent/in-scaffold thrombosis with preserved timi flow. Oct at the overlapped segment showed intraluminal thrombus, uncovered struts, and heterogeneous neointimal tissue. Thrombus-aspiration and dilatation with a 4.0 x 15-mm non-compliant balloon were performed with a good result. Six weeks later, an elective coronary angiography showed severe in-stent/in-scaffold restenosis, and the patient was referred for surgical revascularization. No additional information was available.